Event description:
Total knee arthroplasty performed in 1998. Revision perfomed in 2003, in which the tibial bearing component was replaced. Wear was noted intraoperatively on the articular surface of the bearing component.